Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: d4, h6, and h10. Results of field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse replaced the front panel display assembly and performed the operational verification procedure (ovp) and performance check, all passed. The device was tested and passed all testing and met all vyaire manufacturer and OEM specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The investigation could not duplicate the reported event. The fa lab found fluid ingress residue which may have contributed to the reported problem. This issue was addressed through eco 82509. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilators touchscreen was not working. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) repaired the device onsite and returned it working to service specifications. The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. Found fluid ingress residue to which may have contributed the reported problem. This issue will be internally investigated within vyaire.